Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the posterior cutter was unable to cut during a procedure. The product was replaced and there was no harm to the patient reported. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided: the lot complaint history was reviewed; this was the first complaint for the finish goods lot and first for this issue. The device history record showed the product was released per specifications. Upon visual inspection, it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint was the occluded drive line which was related to an error during the manufacturing process. (B)(4).